Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a liberte catheter with stent, mandrel, and balloon protector. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood in between balloon folds. There were numerous kinks. There was stent damage. The proximal end of the stent was flared, bent, and overlapping. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 21-nov-2016. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After pre-dilation with a 2.0x20mm maverick balloon catheter, a 4.50mm x 24mm liberté¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stabilized. However, returned device analysis revealed proximal stent damaged.